Event description:
It was reported a journey ii poly was implanted with a genesis ii tibia during a right side of a bilateral knee surgery. No revision surgery has been performed and no patient symptoms have been reported.

Manufacturer narrative:
The associated journey ii bcs articular insert was not returned for evaluation. A clinical analysis noted that based on the available information, the revision of the insert was required because of the miss-match as stated in the documentation. The ¿manipulation under anesthesia¿ was required secondary to arthrofibrosis. The root cause of the arthrofibrosis cannot be specifically concluded; however it is a common complication of surgery. Three weeks post procedure, the patient is ¿doing well ¿ no complaints¿. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the implant that was incorrectly implanted was revised on (B)(6) 2018.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).